Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up.  The cause for the failure was isolated to contamination around the j502 preventing various power supply voltages from reaching circuit board. The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a french patient's monitor will not power on.